Event description:
The customer reported that the shaver handpiece operated intermittently during use. There was no injury associated with this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was returned for investigation. The handpiece was tested and found to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored by conmed linvatec. There are no reported injuries associated with this event.